Event description:
It was reported that the generator shows handpiece error without the handpiece plugged in and also footpedal error without the footpedal plugged in. The unit will not go out of test mode. No reported pt consequence.

Manufacturer narrative:
Eval summary: the complaint has been confirmed. Based on analysis results, this complaint is now determined to be a MDR malfunction. The generator's main pcb (printed circuit board) was replaced to correct the issue. After servicing, the unit passed all electrical safety and qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.